Event description:
The customer reported that the left monitor was black. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and repaired the fuse holders. The system operates as intended.